Event description:
It was reported that the patient had noticed a change in heart rate. Further, the patient was seen by the cardiologist, and this pacemaker device was found to be in safety mode. The physician planned to have this device replaced. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, d6b explant date, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient had noticed a change in heart rate. Further, the patient was seen by the cardiologist, and this pacemaker device was found to be in safety mode. The physician planned to have this device replaced. No adverse patient effects were reported. Additional information received indicated that this device exhibited premature battery depletion (pbd). Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.